Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Lens was torn into pieces with additional optic damage observed. Product history records were reviewed and documentation indicates the product met release criteria. The root cause could not be determined for the reported ¿explanted due to blurred vision'. A lens bench evaluation could not be conducted on the lens due to the condition of the returned sample. The lens was in pieces similar to damage created from explanting a lens. Additional lens damage was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the lens was explanted due to blurry vision. Additional information was provided by the surgeon that the patient reported that it was hard to focus and can't read well. A limbal relaxing incision was performed. Posterior capsular opacification and striae have also been observed by the surgeon following the initial procedure also.